Manufacturer narrative:
The zoll catheter in complaint will not be returned for investigation. The customer has discarded the product. Therefore, a physical investigation will not be performed. A supplemental report will be filed if the product is returned and investigation has been completed.

Event description:
An icy catheter was placed in a patient's left femoral vein without any issues by an experience physician. Approximately 24 hours later, the attending healthcare professional (hcp) observed fluid on the patient's bed. There were no system alarms noted. The catheter was replaced and temperature management therapy continued with no further issues were observed. According to the reporter, there was no adjunct procedure performed and no patient consequence reported as a result of the reported issue.